Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped suddenly. Review of the pump data by tandem technical support showed the pump battery dropped from 75% to 5% within one minute. Customer reported blood glucose level was 145 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy. The customer also has manual injection supplies available.